Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a greater than 55 mm diameter abdominal aortic aneurysm. There was a pre-operative aneurysm rupture. It was reported that during the index procedure, the bifurcate, limbs and extensions were placed perfectly, however an unknown type iii endoleak was noted in the extension on the right limb at the level of the right hypogastric. The physician re-lined the limb with a 16-10-93 and the endoleak was resolved. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.